Manufacturer narrative:
The technician found the CPR engage switch was dirty. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008-2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician cleaned the CPR engage switch to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the head section has run down unintentionally. The bed was located in the bed shop at the account. There was no patient/user injury reported. (B)(4).